Manufacturer narrative:
The insulin pump received with frozen screen and constant tone due to faulty board. The insulin pump was also received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a constant tone without an alarm. The customer reported that there was a full black circle on the screen as well. The customer's blood glucose was 68 mg/dl at the time of incident. The customer stated that they corrected the low blood glucose with food. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.